Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During field service installation of the device, the field service representative reported that loose hardware was inside. Since the event occurred during field service installation, there was no patient involvement during this event.